Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer reported that the back portion of the battery lip ring was chip off. They reported that earlier when she grab her pump the screen was blank even if she press all of the buttons nothing happened so she change the battery and it worked for 3 to 4 hours but now it was blank again like she cannot see anything. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with broken battery tube threads. (B)(4).